Event description:
The customer states that they have just had their cell-dyn 1200 analyzer repaired and now abnormal results are being generated. As an example, the customer states that a previously run sample with a hemoglobin on 14.0 g/dl is now reading 2.0 g/dl. No suspect results have been reported from the lab. The customer is requesting a service call. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An abbott field service engineer (fse) visited the customer site and was informed by the customer that there was a possibility that a specimen was clotted and may have been the cause of the issue; therefore, the customer had flushed the sample line. The fse inspected the analyzer and verified its correct operation. The instrument was performing within specification. No further instrument intervention was required. The cell-dyn 1200 system operator's manual, list number 03h18-01, revision g, provides information for identifying, troubleshooting, and correcting instrument-related problems and indicates that spurious results may be due to a clotted specimen. A non-statistical trend review was performed for complaints for the reported issue from (B)(6), 2009 through (B)(6), 2009. This is the only complaint found during the searched period. No trend was identified. Based on the investigation, no product issue was identified for the cell-dyn 1200 for the reported event. There was no systematic issue with the cell-dyn 1200 product line. This is a final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.